Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increasing pacing threshold measurements as well as pacing impedance measurements greater than 2000 ohms. The lead was successfully capped and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.